Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the blade bent and snapped off. The inner sheath stayed connected to the handpiece, while the outer sheath broke off and remained lodged in the scope when the handpiece was removed. There was no piece fell into the patient cavity, no x-ray was performed, and no additional medical procedure needed to remove the piece from the patient. Replaced with another device, and it worked fine. There was no patient injury.

Event description:
According to the reporter during the procedure, the blade bent and snapped off. The inner sheath stayed connected to the handpiece, while the outer sheath broke off and remained lodged in the scope when the handpiece was removed. Replaced with another device, and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.